Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) clinical trial study, (B)(6), subject (B)(6). A healthcare professional reported that a patient experienced moderate postoperative increased intraocular pressure in the left eye following vitrectomy with membrane peeling, endolaser photocoagulation, retinal repair, gas fluid exchange, use of heavy water, c3f8 gas fill, and posterior capsulotomy. Pharmocotherapy was given, patient recovered.